Event description:
I am writing this letter to inform you of my personal incident using your playtex feminine product the other night. I used a tampon and a few hrs later when I wanted to replace it there unfortunately was no string attached to the tampon. As a result, I was unable to remove the tampon and had to go to the ER on a sunday morning to have it removed by a dr. Words cannot describe how embarrassed and concerned I was as an active young woman and a mother of two. There are obvious health risk factors along with wearing this product as you describe in each of your boxes. I am greatly disappointed that I had to experience this and will always think twice before using a tampon. I have been a consumer for over 20 yrs of playtex products for myself and my family. I want to make you aware of this as I would hope that this has never happened and nor should it to any female.